Event description:
It was reported that during an implant attempt the lead was placed in the ventricle and the lead was unable to be moved by the physician. The physician attempted to remove the lead and the physician had difficulty removing the lead. When the lead was extracted it was noted that the helix was deployed and the physician was worried about the lead mechanism as the physician had not deployed the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant attempt the lead was placed in the ventricle and the lead was unable to be moved by the physician. The physician attempted to remove the lead and the physician had difficulty removing the lead. When the lead was extracted it was noted that the helix was deployed and the physician was worried about the lead mechanism as the physician had not deployed the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead was stretched. It was further noted that the inner insulation was kinked/buckled. The distal and proximal conductors were pulled, stretched and overstressed. Blood covered the distal electrode. It was visually noted that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.